Event description:
100 ml normal saline bag was spiked with and equashield spike adaptor. Baxter (B)(6) tubing was used to spike the spike adaptor - staff acknowledged hearing the "click." Decitabine was added to the 100 ml normal saline bag through the spike adaptor side port. Product was bagged and transferred to the pharmacist for final check. During the bagging process, the baxter (B)(6) tubing slipped out of the spike adaptor causing decitabine to leak on onto the floor. No individuals were exposed or harmed.